Event description:
It was reported that the unit had the error code "proximal pressure sensor failed (110b)" appear multiple times in event log. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Per the resolution, no service was provided. The customer was unable to provide the device, the customer called in the wrong serial number, and does not want service on the device with serial number (B)(4).